Event description:
Complainant alleged that while attempting to treat a 74-year-old male patient; the associated device delivered 200j of energy to the patient. After removing the electrode pads, burns/skin lesions were found on the patient's skin. Complainant did not provide additional information regarding the follow-up care/treatment the patient received.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The product has not been returned to zoll medical corporation for evaluation. The customer reported a first-degree burn after a 200 joule defibrillation discharge. Burns can occur due to high patient impedance, which may result from inadequate skin preparation, excessive hair, poor electrode adherence, or air pockets. The propadz electrodes (aw-r1345-112) instructions for use (IFU) provide guidelines to minimize these risks. The claim will be reopened once the product is returned for evaluation. Analysis of reports of this type has not identified an increase in trend.